Event description:
Boston scientific received information that during a post-operative check after a device replacement procedure, it was observed that there was no capture in bipolar configuration for the left ventricular (lv) lead. An out of range impedance measurement was noted. After the configuration was reprogrammed to unipolar, impedance and threshold measurements were fine. An insulation issue was suspected. No ventricular asystole was associated with the loss of capture. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.